Event description:
Philips received a complaint regarding a v60 ventilator indicating a touchscreen malfunction. There was no patient involvement at the time the issue was identified. The authorized service provider (asp) evaluated the device and confirmed the reported issue. During on-site troubleshooting, the issue could not initially be replicated; however, further diagnostic evaluation and field testing confirmed that the touchscreen was non-responsive and defective, with no associated error codes observed. The touchscreen was replaced in accordance with the v60 service manual, after which the device was restored to full functionality. The ventilator successfully passed all required performance verification testing, including visual inspection, iq checks, and basic performance testing, and was confirmed to meet philips specifications before being returned to service. No accidental damage was identified. The investigation concludes that no further action is required at this time; however, the complaint file will be reopened if additional information becomes available.

Manufacturer narrative:
H10: e1- (B)(6).